Event description:
A malfunction alarm identified as malf 12 was reported without any notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer was guided by technical support to reset the pump, ensuring the issue did not persist. Customer was advised to continue using the pump and to contact support should the malfunction recur.